Event description:
It was reported that the abutment screw fractured and both fracture parts were returned for investigation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. UDI not available. PMA/510(k) number not available.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. A certain® low profile one-piece abutment 3.4mm(d) x 1mm(h) (ilpc341u) visual evaluation of the as returned product identified abutment¿s screw fractured at the threads. Pre-existing conditions, tooth site and duration of placement were unknown due to limited information provided by customer. Devie history recprd (DHR) reviews could not be performed for the products reported as the lot numbers were not available. Complaint history review. A year-long complaint history review by item number was performed for similar category using keyword 'fracture screw' and no complaint about nonconforming products were identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fractures) or product. Based on the available information device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.